Event description:
The customer reported that prior to use on a pt, the unit generated a "failure code 50" at "power up". Vibrations of the pump were also reported by the customer. The pt was switched to another unit and therapy was initiated. No pt injury was reported.